Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had an cgm value of 400 mg/dl and dosed unspecified fast acting insulin. There was no information of patient symptoms during this time and a bg was not taken. An unspecified time later, the patient was sweating, hot and fainted. The patient's spouse called an ambulance and the patientw as transported to the hospital. Upon arrival to the hospital, the bg was 21 mg/dl with no mention of a cgm value, however the high alert reportedly continued. It was not specified how the hypoglycemia was treated. Of note, the sensor was removed by hospital staff. The patient was hospitalized for 1 day. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - impact code - f1005 overdose diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).